Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I have received requests for additional information regarding this product inquiry. I apologize, but I am unable to offer further information, as I do not know any additional specifics. The analysis found that one ple60a device was returned in good visual condition and with four ecr60d cartridge reloads present. Cartridge (b,c) ecr60d, m52h2j were received fully fired and in good visual conditions. Cartridge (d) ecr60d, m5282p were received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (e) ecr60d, m52l7w were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a malfunction with the device. The case was completed with a new device. There were no patient consequences. Firing is unknown. The color cartridge is unknown. No buttressing.